Event description:
Patient was having cardiac catheterization. During the procedure he became hypoxic and a code blue was called. About the same time, the cardiac cath table and x-ray ceased to function. It was discovered that the ups may have malfunctioned, causing the main breaker to the cath lab equipment to trip. The ups had to be bypassed in order for the equipment in the room to function. The patient expired but it was felt this was not because of the power failure, but because of his underlying cardiac condition. During the procedure, the patient became hemodynamically unstable including hypotension, bradycardia and hypoxia. The cardiologist could not take an injection picture of the coronary tree because the x-ray machine broke down and there was no other room available. CPR was continued for 40 minutes with no ability to revive the patient.